Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: unexplained multiple por¿s observed in the black box. A battery compartment crack was found on the side at the threads and cracked above and below the bumper pad. No moisture/corrosion observed in the battery compartment. Returned battery cap has stripped threads. The cap was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. New test battery cap was able to fit to maintain electrical connection. Test battery cap was used to complete a 24hr duration test; no por¿s were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 481 mg/dl with an unspecified level of ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s event was associated with a damaged pump with a power issue; the battery compartment was reported to be cracked. This complaint is being reported because the patient experienced injury on insulin pump therapy associated with a damaged pump with a power issue.